Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified opening, underweight, red particles, broken shell, missing. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage and a striated edge broken on anterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and rupture. Healthcare professional additionally reported "visibility and palpability;" this event is not related to the device. Device has been explanted.